Event description:
It was reported that a malfunction occurred on the pump, but no notable events took place beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information and guiding them through the process of resetting the pump, ensuring that the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues arose, which the caller understood.